Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reports: this pump will initialize like normal then make 10 seconds worth of dubstep sounding pump noises, then give a service needed error with red flashing lights. No pt harm or infusion issues. The pump is on mhmedical but multiple attempts to pull logs are met with the same pump log request failed message that we have been seeing. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 6). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported.

Event description:
The device was returned for investigation. Upon investigation, the pump was not able to pass mock infusions and was experiencing intermittent pneumatic failures resulting in a "pump problem" alarm being issued. An investigation was performed to test the overall functionality of the valves. Testing concluded that the pneumatic valve assembly was experiencing pneumatic valve leak failure for valve 6. Log files were pulled and analyzed to confirm this failure. The entire pneumatic valve assembly will be removed from the pump and further testing will be performed and tracked under an internal CAPA. The pump will have a new pneumatic valve assembly installed and undergo all necessary functional testing.